Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that a client had a double lumen 5fr power PICC line placed to right bicep on or about (B)(6) 2016 prior to her surgical procedure (B)(6) 2016. Client stated that the red lumen allegedly occluded about 3 weeks ago. She noticed progressive right arm swelling over the past few days. An ultrasound done on (B)(6) 2016 showed extensive thrombus to right subclavian vein extending into internal jugular vein.